Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 483 mg/dl. The customer had symptoms such as feeling sick and treated with manual insulin injection. Customer's blood glucose value was 435 mg/dl at the time of the call. Customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 483 mg/dl. No troubleshooting was done. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched case, scratched keypad overlay, scratched reservoir tube window and minor scratched lcd window.